Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp,tsv,4.7,13,mtx,mg (tsvtwb13) was not returned for investigation. Visual evaluation could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Product not returned) no pre-existing condition noted. Bone density is unknown. The reported device was located on tooth # 18 (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number (63681767). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63681767) for similar events and no other complaint was identified. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvtwb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight was not provided. Additional 510(k) number is k101880. Implant currently remains implanted.

Event description:
It was reported that the implant fractured at the distal edge platform of the implant. Implant currently remains implanted however patient will return for future appointments for a possible removal. Tooth #18.